Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device found the pilot balloon detached from the tube, confirming the reported customer complaint. The most probably root cause has been determined to be manufacturing: solvent missing between pilot balloon and valve, and a lack of detection by the production personnel on the leak test area.

Event description:
Information received a smith medical tracheostomy/pvc - portex tubes blue line ultra (blu) cuff line was found torn. Event occured when patient turned and coughed, while alarm notified clinician the patient voice made sound . No patient adverse events, as product was not used again.